Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Device issue: none. Adverse event: restenosis requiring surgical intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2008 the pt underwent stenting in the predilated mid right coronary artery with one xience v stent. On an unspecified date in (B) (6) 2010, the pt experienced angina pectoris with complaints of tiredness. The pt was admitted to the hospital on (B) (6) 2010. A diagnostic coronary angiography was performed and subsequently the pt underwent a coronary artery bypass graft to an unspecified vessel on (B) (6) 2010. The pt's condition was stabilized on unspecified date in (B) (6) 2010. There was no additional information.